Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 478 mg/dl and currently 639mg/dl. Customer declined the troubleshooting for high blood glucose level customer also stated that insulin had blank display. Customer was calling back with blank display after receiving new battery. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new aa battery. Customer states display did not return. Customer was advised to discontinue the use of the insulin pump and revert to the back up plan. The insulin pump will be returned for the analysis.